Event description:
It was reported that intra-operatively, the blade broke while being used on a patient. No fragments detached from the broken blade. There was no patient injury.

Manufacturer narrative:
H3: product analsyis found that the device and an open pouch were returned in a large plastic sleeve. When returned, the device was broken, and the pouch was open from 3 of 4 sides. The proximal end/shaft of the inner assembly was broken off/detached from the outer assembly. The inner shaft was broken approximately 0.59 inches from the distal end of the inner hub to the broken point. The distal end of the inner assembly remained inside the outer assembly. There were traces of striations observed at the broken point of the inner shaft. There were also traces of contamination observed on the outer tube. The device failed functional testing due to damaged condition upon return and the inability to load into a handpiece. The complaint was confirmed, due to an out of specification condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.